Manufacturer narrative:
The lot number(s) used in the patient's bellafill procedure are unknown; however, based on shipping records and the month injected ((B)(6) 2016), suneva conducted a lot review of all potential lots that may have been used. No issues were found with potential lots. The lots were manufactured in accordance with approved work instructions and met acceptance criteria at time of product release. Retained lot samples were also reviewed and the potential lots continue to meet release criteria. The patient was injected in both on-label and off-label locations: on-label: nasolabial folds; off-label: under eyes, cheeks, above lips, chin, marionettes. The bellafill injector is aware of bellafill indications. The treating physician (dr. (B)(6)) states the issues with lumpiness and asymmetry were caused by the bellafill injections being over-corrected/overfilled on one side or the other. There were no granuloma-type lumps and no granuloma formation that was visualized or removed as a result of the patient's facelift/fat transfer surgery. It is unknown at this time whether surgery was necessary to correct the patient issue; however it was stated that the patient "chose a surgical procedure to correct the asymmetry and irregularity in her face." Product IFU states that correction should be limited to no more than 100% of the skin defect during treatment. One or two touch-up implantations at intervals of at least 2 weeks may be required to achieve the desired effect. The interval at which touch-up implantations are needed depends on the nature of the defect, the amount of implant injected, the site of placement, and the dynamics at the corrected sites. (B)(6).

Event description:
Patient ((B)(6)) was injected with bellafill dermal filler in (B)(6) 2015 (exact date is unknown) by dr. (B)(6). Per subsequent treating physician (dr. (B)(6)), the patient had lumpiness and asymmetry caused by the bellafill injections being over-corrected/overfilled on one side or the other. This was treated by performing a facelift that included fat transfer. Per dr. (B)(6), bellafill product was not removed. There were no granuloma-type lumps and no granuloma formation that was visualized or removed as a result of the patient's facelift/fat transfer surgery. It is not known at this time whether surgery was necessary to correct the patient issue; however it was stated that the patient "chose a surgical procedure to correct the asymmetry and irregularity in her face.